Event description:
It is reported that when the doctor went to drill the first peg hole and before the drill bit even fully engaged in the bone, the drill bit sheared off.

Manufacturer narrative:
(B) (4). As returned the distal tip of the bit has fractured at one of the cutouts. Additionally, the leaking edges of the fractured portion exhibits significant damage, indicating previous effective execution. The device has a potential field age of approximately 1.5 years. Device history records indicate all components were manufactured and inspected to specification. Bit geometry was charged in 2008 in order to alleviate fractures of this nature.